Event description:
Pt foley catheter (10 fr silicon) was broken apart above the area where you place fluid into the catheter to keep it in place. The pt was combative and moving. I am not sure if pt somehow caught the catheter with their foot or not. I am not sure if this is a manufacturer issue or not. The foley was discontinued and there were orders to discontinue before the incident. Dr instructed rn to remove the catheter during her shift. The remaining catheter was removed from the penis and there appeared to be no trauma to the penis. The tape in place to secure the foley worked nicely by keeping it from pulling on the penis.